Event description:
Un-reporting record.

Event description:
A healthcare professional reported right side intracapsular rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
It has been identified that this record, mrn 9617229-2024-00497, is a duplicate of 9617229-2024-00317. Please see mrn 9617229-2024-00317 for reportable events.